Event description:
Related manufacturer reference number: 2017865-2022-01321. It was reported that the patient presented in clinic for procedure. The right atrial (ra) lead and right ventricular (rv) both had over-sensing noise issues. The ra lead was capped and replaced on (B)(6) 2022. The rv lead was reprogrammed. The patient was stable.